Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered therapy, and the health care professional (hcp) requested review of the episode. Technical services (ts) analyzed device episode data and found that one shock and two bursts of anti-tachycardia pacing (atp) were delivered for a sinus-driven or conducted arrhythmia. The therapy was deemed to be inappropriate. Ts discussed reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this ICD remains in service.